Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that one hour after the prbc infusion started, leakage was noted at the distal end of the tubing closest to the patient. No patient harm was reported.

Event description:
The customer reported that one hour after the second prbc (o positive, rh positive) infusion started, leakage was noted at the distal end of the tubing closest to the patient. No patient harm was reported.

Manufacturer narrative:
Conclusion code: field left blank- no available code for undetermined or unknown cause. The customer¿s report of a leak during a blood infusion was confirmed. During visual inspection the connection between the male luer and the maxzero valve was noted to contain blood residue in and around the threading and at the top of the spin collar. Functional testing showed no anomalies. The root cause of the customer's report was not identified.

Manufacturer narrative:
Correction:b.3. The event date was originally reported via MDR (pr 255314) with the correct date of (B)(6) 2018, however mistakenly changed to (B)(6) 2018 with a later submission (emdr pr 274204). Upon file review the mistake was identified and this emdr is to return b3 event date to (B)(6) 2018 as initially reported on emdr 255314.

Event description:
The customer reported that one hour after the second prbc (o positive, rh positive) infusion started, leakage was noted at the distal end of the tubing closest to the patient. No patient harm was reported.